Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that post implant a chest x-ray confirmed the lead dislodged. The patient was taken to the ep lab to reposition the atrial lead, the helix appeared to be fully extended. The lead was explanted and replaced.